Event description:
Per current egm (electrogram): device appears to be oversensing possible in blanking period on the ra (right atrial) lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).